Event description:
It was reported that the vari stim iii passed the visual test of working but it failed to actively stimulate the facial nerve during a parotidectomy. A second vari stim iii was opened and used and it did work. There was no patient impact.

Manufacturer narrative:
Information received 8/11/2014: product evaluation: a total of two (2) samples with original product packaging and label were received for evaluation by our qe. Although there was considerable amount of bio-residue present on the probe tips of both samples which indicated that the product was likely used by the customer. Per instructions for use both devices were tested by touching the needle electrode to the probe tip, and the devices would light indicating current delivery which is not consistent with the reported malfunction for device not working. The device was then functionally tested in all 3 positions per instructions for use and there was no intermittent behavior while manipulating the switch and tip within the positions. The device was electrically tested with no out of specification condition identified: position 0.5ma requirement is 0.5ma +/- 0.1ma (0.40ma - 0.6ma), and measured 0.5ma. Position 1.0ma requirement is 1.0ma +/- 0.2ma (0.80ma - 1.2ma), and measured 1.0ma. Position 2.0ma requirement is 2.0ma +/- 0.4ma (1.60ma - 2.4ma), and measured 1.89ma. There was no evidence of improper manufacturing and no fault was found as it relates to the complaint therefore manufacturing has been ruled out as a potential cause. The instructions for use warns the user: ¿due to variations in tissue impedance and, hence, current delivered, activation of the led may not be always be achieved despite delivering current during surgery. Confirm functionality by touching the probe tip and needle electrode.¿ it should also be noted that one out of the two samples had a severely bent probe tip which indicated aggressive use of the device by customer (application of excessive force). (B)(4).

Manufacturer narrative:
Product evaluation: ¿ it should be noted that the second sample (with bent probe tip) was also electrically tested per specifications with no out of specification condition at all three different positions. The exact readings were taken at the time of the initial analysis but inadvertently missed being captured in the analysis section.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis results available. Device was forwarded to medtronic xomed, inc., on july 11, 2014; it has not yet been received for evaluation. Method: no testing methods performed.